Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They pushed the inside case of the side door contact switch; the switch was responding again. They rotated manually the door to get the pin entering inside the hole. Invalidate home was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000166. H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site is able to close the door but there was a noise and the door open sign stayed on, on the pendant. There was no patient present. This was seen in the storage area. Troubleshooting was performed and the gantry rotor was not aligned for door opening/closing, there was about 1/4 of the hole not centered, the pin can't enter in. The dingus fingers were both in the correct place. The side door switch contact not responding in the terminal. The probable cause of the reported issue was that there may have been a collision that occurred during door or rotor movement. The next step was to be pushed the inside case of the side door contact switch, and now the switch was responding again. Rotated manually and the door was getting the pin entering inside the hole. Invalidate home was performed. There was no patient involvement.